Event description:
Ous MDR - this lead dislodged multiple times, with the last dislodgement resulting in "deep bleeding inside the device pocket". The physician was concerned the patient would develop an infection, so the lead was removed and a new system was implanted in the right side with good parameters. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the lead body was partly pulled out of all of the ring electrodes. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body and the lead body and the ring electrodes were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages, tensile forces during the explantation procedure should be taken into consideration. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.